Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and alleged sensor glucose vs. Blood glucose event. The customer reported blood glucose value of 73 mg/dl. The customer reported hypoglycemia treated with carbs intake. The event involved product(s) mmt-442ag, mmt-342, mmt-7040a and mmt-1884. Troubleshooting was performed and found that the blood glucose was 75 mg/dl and sensor glucose value was 175 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 100. The difference between the sg (sensor glucose) and bg (blood glucose) values falls within the parkes error grid (peg) risk categories of zone c, d, or e. Troubleshooting was performed for over delivery and identified pump is giving him over delivery. No further patient complications were reported. The customer continue use of the device. No product is expected to return for mmt-442ag, mmt-342, and mmt-7040a. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 30-apr-2025, there is no unexpected alarms/suspends and the bolus delivery that the customer manually programmed not recorded. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and cracked case along the side of the battery tube. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for the pump over delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia and alleged there was difference in sensor glucose and blood glucose values. The customer reported blood glucose value of 73 mg/dl. The customer reported hypoglycemia treated with carbs intake. The event involved product(s) mmt-442ag, mmt-342, mmt-7040a and mmt-1884. Troubleshooting was performed and found that the blood glucose was 75 mg/dl and sensor glucose value was 175 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 100. The difference between the sensor glucose and blood glucose values were not within acceptance range. Troubleshooting was performed for hypoglycemia and identified that pump was giving over delivery of insulin. No further patient complications were reported. The customer continue use of the device. No product is expected to return for mmt-442ag, mmt-342, and mmt-7040a. Mmt-1884 will be returned for analysis.